Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that transformer should be replaced. It took place during installation. The defective part was replaced.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the transformer was non-functional. There was no patient involvment reported.